Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the right cylinder was found. The pump and right cylinder were explanted and replaced. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the right cylinder was found. The pump and right cylinder were explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually inspected and underwent leak and functional testing. The pump tubing was cut down to the block and it was not returned for analysis. The pump passed leak testing; however, it did not pass activation tests. The cylinder was visually inspected and underwent leak testing. The cylinder had fluid leakage due to a hole at the corner of a fold in the proximal end. In addition, the cylinder had wear at a fold in the distal end, and buckling folds were found in the proximal end of it. The cylinder kink resistant tubing (krt) was worn to the filament. The device issues identified during analysis could have caused or contributed to the reported clinical observations.